Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis, asthma, type 1 diabetes and anxiety on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as vomiting, difficulty in breathing, 35 breaths a minute, abdominal cramping and diarrhea. The customer was not wearing the insulin pump during the hospitalization. The customer reported that she was off the pump since less than 48 hours. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.